Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a battery test fail alarm occurred on a customer's pump. Customer changed the battery and the battery cap, but it didn't resolve the issue. Customer's blood glucose levels were normal. The device will not be returned for analysis.